Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter resulted in a complete opening. The pt's condition is good. A delivery system in the released position along with a sheath and dilator were received, evaluated and retained by this MFR. No problems or defects were noted with the returned devices. The filter remains implanted in the pt. It was indicated difficulty was encountered loading the carrier system over the guide wire. F/u could not confirm if a pre-placement vena cavogram was performed prior to filter placement and/or continual flushing of the carrier system during the implant procedure was performed. However, without further info was cannot determine the exact cause for this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."